Event description:
It was reported that high ventricular rate episodes appearing to be noise was observed on the right ventricular (rv) lead. The rv lead could not be programmed around. Isometric testing to determine whether the issue was reproducible as well as continued monitoring since the patient was 1% paced were discussed as options to address the issue. There were no reported patent consequences.